Manufacturer narrative:
(B)(4). Date sent: 6/28/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: on the complaint form it was marked unknown is the procedure was extended. Was the procedure extended? Was there any intra-op or post-op change to the procedure or the patient? As per the description of the event given to me by the nurses, they did not specifically mention if the procedure was extended. One could assume that it may have been by a few minutes since clips were applied and deemed unsatisfactory therefore a second reload firing was necessary.

Event description:
It was reported that during a gastric bypass - lap procedure, upon firing device produced different sound. Staple line on right side of cartridge was incomplete and clips were applied to complete the closure. The surgeon was not satisfied with the clips therefore required another reload to complete procedure. Several other reloads used did not produce any event. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4).batch # p55m9w. The analysis results showed that one gst60b cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.